Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): preliminary analysis confirmed high impedances as well as low pacing amplitudes. The symptoms cleared during additional testing and the failure condition could not be re-established. Cause was undetermined. Evaluation summary: (B)(4): performance data collected from the device was analyzed. Starting with save to disk (B)(4) file saved on (B)(6) 2010 09:01:59 and earlier on with file (B)(4) saved on (B)(6) 2010 18:29:51, show no data for the weekly, daily trends, cap-detail and cardiac compass.

Event description:
It was reported that the patient was sent to the emergency room and admitted to the hospital due to a device alert for invalid data. The device battery voltage was not stable. It was also noted that there were high thresholds along with varying and high impedances. The device was explanted and replaced. No patient complications have been reported as a result of this event.